Event description:
It was reported that during patient infusions of vasopressin, norepinephrine, heparin and fentanyl with four spectrum infusion pumps, the pumps stopped working and error messages were generated. After the four pumps stopped, the patient¿s mean arterial pressure decreased to 36. The spectrum pumps were changed, and the medications were resumed. Subsequently, patient's blood pressure normalized. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Brand name: unknown spectrum pumps. The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.